Event description:
It was reported that patient presented in clinic for a follow-up. Upon interrogation, it was revealed that the right atrial lead exhibited high pacing impedance and intermittent capture. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.